Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had low battery alarms and buttons not working. The customer¿s blood glucose was 140 mg/dl at the time of the incident. Customer reported that they had multiple pump error alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify high pitch alarm, unexpected restart alarm,no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.